Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced heavy bleeding upon sensor insertion. She decided to remove the sensor, applied a gauze with medical tape, and then went to the emergency department (ed). The patient mentioned she takes routine anticoagulant medication (plavix, unspecified dosage) for her unspecified pre-existing condition. In the ed, the nurse administered IV fluids (unspecified for blood volume loss) and applied a new gauze bandage and medical tape to the insertion site. The patient was discharged home after two hours and was prescribed over the counter tylenol tablets. At the time of report, the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.